Event description:
Device report from synthes reports an event in canada as follows: it was reported that during an open reduction/internal fixation procedure on (B)(6) 2023, the surgeon was threading the h&le for percutaneous thrd drill guides into the threaded drill guides, and the handle for percutaneous threaded drill guides would thread but not retain the rigidness that the surgeon was used to achieving. The surgery was delayed by four minutes due to the event. A second set of instruments was opened in order to obtain another percutaneous threaded drill guide. The procedure was completed successfully and there was no patient consequence. This report involves one 3.2mm percutaneous threaded drill guide. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter telephone number reported as (B)(6). H3, h4, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the proximal end of a drill guide was visible in the provided evidence. No significant product problem was observed on the surface of the device. The allegation of will not hold/retain, was not confirmed since there is not enough evidence to assess the condition. Functionality issues can not be assessed through a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 3.2mm percutaneous threaded drill guide, p/n: 324.202. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.